Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's device remains implanted. This is the final report.

Event description:
It was reported that the patient experienced a perilymph gusher during initial implant surgery. The perilymph gusher was repaired and the patient was successfully implanted.